Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got pump error alarm. The customer¿s blood glucose level was 170 mg/dl. Troubleshooting was performed and noticed that the customer was not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No motor movement alarms noted during testing. Device received with sever corrosion on motor home switch and corroded force sensor assembly. The device was received with visible corrosion around the battery cap.